Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing following a ventricular assist device (vad) procedure. During the surgery, the right atrial (ra) lead had to be cut for surgical access. However, after the procedure, the rv lead had sensing failure and had a very high capture threshold in which the therapy was delayed for more than sixty (60) seconds. The right ventricular (rv) lead was also dislodged. It was also noted that the patient had occluded central veins. To date, this crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing following a ventricular assist device (vad) procedure. During the surgery, the right atrial (ra) lead had to be cut for surgical access. However, after the procedure, the rv lead had sensing failure and had a very high capture threshold in which the therapy was delayed for more than sixty (60) seconds. It was also noted that the patient had occluded central veins. To date, this crt-d remains in service. No additional adverse patient effects were reported.